Event description:
The patient is reportedly experiencing post-operative tinnitus. The company was informed that the patient's tinnitus is always present, however, it is lower when the patient's external equipment is switched on. The decision to treat the patient's tinnitus with transcranial direct current stimulation is being evaluated. Advanced bionics is currently in the process of gathering additional information. When more information becomes available, a follow up report will be sent.

Manufacturer narrative:
See scanned page.